Manufacturer narrative:
This report is a duplicate of (B)(4) and the final report will be submitted under (B)(4).

Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.